Event description:
The customer called and reported she lost consciousness, was placed in a bathtub, and her insulin pump got wet. The customer was hospitalized with low blood glucose of 21 mg/dl. The customer was treated with intravenous glucose. The insulin pump reportedly looked foggy and alarmed with a button error. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.